Manufacturer narrative:
D4: model number: 72404310 lot number: 921604005 model description: pump ms. D4: model number: 72404161 lot number: 913125014 model description: reservoir 65ml pc. Product investigation: cylinders the complaint component was returned and analyzed, and the reported allegation of a crack in the tubing (hole/perforation in the system) was not confirmed via product analysis. The ams700 device was visually inspected and functionally tested; no leak was found. The cylinders performed within specifications. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because a device issue or malfunction could not be confirmed through product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump the complaint component was returned and analyzed, and the reported allegation of a crack in the tubing (hole/perforation) was not confirmed via product analysis. The ams700 device was visually inspected. No leak was found. The pump was not functionally tested due to the reservoir leak. No device problem or malfunction confirmed for the pump component. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the reported allegation could not be confirmed during the product investigation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Reservoir the complaint component was returned and analyzed, and the reported allegation of a hole/perforation in the system was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell at the adapter junction that was the result of fatigue at a fold. Based on the inability to confirm a leak in the pump, it can be concluded that the identified leak in the reservoir is the most probable cause of the complaint. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a device failure observed during product analysis. Based on the results of this investigation, no escalation to CAPA, ncep, or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a crack in the system tubing at an unspecified location. All implanted components were removed and replaced. No patient complications were reported. The explanted components are expected for return. Additional information was received indicating the site of the cracked tubing was at the distal end of the pump. The patient was reported to be doing well after the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a crack in the system tubing at an unspecified location. All implanted components were removed and replaced. No patient complications were reported. The explanted components are expected for return. Additional information was received indicating the site of the cracked tubing was at the distal end of the pump. The patient was reported to be doing well after the procedure.